Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving gablofen and unknown baclofen via an implantable pump for unknown indications for use. It was reported that the after pump replacement the dosage was reduced from 710 mcg/day to 150 mcg day. The patient experienced clonus, increased tone, agitation, and vomiting resulting in prolonged hospitalization. The pump rate was incrementally increased to 845.4 mcg/day. Tizanidine, baclofen and clonazepam were used to manage withdrawal symptoms as pump dose optimized.